Event description:
Boston scientific received information that the patient with this device was hospitalized following an unsuccessful suicide attempt. The nature of the inflicted harm was not communicated; however, the patient subsequently died while in the hospital. A post mortem interrogation confirmed three tachycardia events. The first recorded event exhibited atp and shock therapy with successful conversion. The following two tachycardia events, exhibited no delivered therapy. The field representative confirmed the device had been programmed to two therapy zones; vt from 180 - 240 bpm with atp followed by maximum shocks and vf, programmed at greater than 240 bpm. The device has been explanted and information stated it would be returned for a post market evaluation to ensure proper sensing and therapy had been delivered per programmed parameters.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.